Event description:
Report from respiratory therapist notes after pt was placed back on the vent, she was called back into the room as the ventilator just "went down", just shut down, screen blank". Nurse was at bedside and initiated bagging the pt for which the pt responded very well. Some desaturation to 87%, but saturations returning as expected. Pt was placed on ventilator immediately with no further incident. Alarms all on and remote active. No apparent injury to the pt. Respironics. FDA safety report ID# (B)(4).